Event description:
It was reported that the pt's stimulation was not as effective and had to run at or near 10v to get any stimulation. This gradually happened. All combinations with electrode #4 (B) (6) 2009. The pt was using his current programs.

Manufacturer narrative:
(B) (4).